Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was attempting to access the personal profile settings, the touch screen was unresponsive. Tandem technical support assisted the customer with resetting the pump; however, the issue persisted. Blood glucose level was 205 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.